Manufacturer narrative:
The lead was explanted on (B)(6) 2023 due to x-ray revealed exposed conductor. Upon receipt, the lead under complaint was found cut 11 cm distal to the df4 connector pin. Both lead fragments were returned ad subjected to an extensive analysis. In the course of the analysis, multiple signs of wear could be found along the lead body. In particular 7.5 cm proximal to the lead tip the insulation was found rubbed through. In this region the conductor cable to the ring electrode was found exposed which was also visible on the available x-ray image showing the lead in the implanted state. The observed insulation damage can be considered the root cause of the reported oversensing with shock delivery. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Patient admitted to the hospital due to inappropriate shocks from noise on the rv lead. Lead currently remains implanted. Should additional information be received, this file will be updated.